Event description:
A report was received that the patient had been recently implanted and was having difficulty charging due to swelling at the pocket site. The physician repositioned the ipg and the patient was reportedly doing fine.